Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading, and caller was unable to successfully load cartridge and resume insulin therapy despite following prompts in mobile app. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, delivered 9-unit bolus as instructed, and attempted to reload but alarm recurred, so technical support assisted with loading new cartridge, arranged replacement pump and original cartridge and advised customer to use backup insulin pump.